Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and verified this to occur on initial power up but not on subsequent ones. The fse calibrated the helium transducers and verified helium regulator to be within specifications. The unit was passed all functional and safety tests to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) displayed "helium transducer out of calibration" during power up. There was no patient involvement thus no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, d4(model#), g1(contact person).